Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure, a bulge formed in the proximal area of the delivery system balloon catheter. The stent was successfully deployed and was post dilated with adequate apposition. No pt injury was reported.